Event description:
It was reported that the patient has the axonics device. Unfortunately it did not work for them. They eventually just quit charging the thing. They wish they could find something that would help them. Like possible bladder surgery? They are tired of wetting themselves with no warning. When it hits, if they are not by a bathroom or even when they get to the restroom they can't hold it and thank goodness they have pads. It's so embarrassing, especially when it happens around their family. They don't have a social life because of their bladder. They don't want to be around people, in fear that they'll have an accident or maybe they might smell like urine, no matter how many times they wash up, they can still smell it. Life is a mean mean monster that tries to break you at every step but they are trying to stay positive. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).